Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2500 ohms and lv pacing therapy not delivered when required. The lead is fractured as observed using fluoroscopy. The fracture was noted to be located in an area on the proximal end of the lead between the patients clavicle and the cardiac resynchronization therapy defibrillator (crt-d) device to which the lv lead was connected. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on the investigation results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular-first rib (subclavian) area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2500 ohms and lv pacing therapy not delivered when required. The lead is fractured as observed using fluoroscopy. The fracture was noted to be located in an area on the proximal end of the lead between the patients clavicle and the cardiac resynchronization therapy defibrillator (crt-d) device to which the lv lead was connected. The lead was surgically abandoned. No additional adverse patient effects were reported.